Event description:
The pt experienced shocking sensations and her device interfered with her pacemaker. Her device system was removed. Additional info has been requested.

Manufacturer narrative:
(B) (4).